Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Lot number 89113275.

Event description:
According to available information, this device had a burst. The balloon burst after being inflated with less than 50 ml of sterile water. No other adverse patient effects were reported.